Event description:
Inflammatory reaction post dermal filler. One (1) syringe of radiesse filler to the dorsum of each hand. Each syringe was mixed / diluted with 1cc of lidocaine; 7 days later, the pt reported redness and itching. Exam showed inflammation, and accumulation of purulent fluid which required I+d.